Manufacturer narrative:
H3: a software analysis was initiated. The logs were analyzed and there were 4 sessions on the date of reported. Two of the sessions had core dump and system logs has captured segmentation fault. In session 1, the user transitioned form select procedure, images, merge images, plan, instruments, images, plan, registration, build models, registration, plan, tractography and build models. In session 2, the user transitioned from select procedure, images, merge images, plan and build models. There were no other errors captured in the logs. H6: b01, c10 and d18 apply to the software concomitant product ID 9735737 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) additional information added to section e. A manufacturer representative went to the site to test the navigation system. It was reported that the computer and solid state drive (ssd) were replaced. Codes c13 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection (tractography included) procedure. It was reported that the manufacturer representative (rep) was on site for an unexpected shutdown case that happened recently. The rep later found out that the actual issue was an error 64, as reported by the site. The navigation system was operated by another company during the procedure. This issue caused a surgical delay of less than one hour. There was no impact on the patient's outcome. Additional information was received. It was reported that after the rep did more investigative work, it was discovered the site actually saw the error 64 screen pop up before the unit "shutdown." Additional information was received. It was reported that the rep had not been present for any of these situations, and since there have been multiple shut downs which had been reported and sometimes not reported by the personnel who run the navigation systems at this account, it had been difficult to get information from the site. Additional information was received. It was reported that the site observed the screen going black and assumed an unexpected shutdown; however, further clarification revealed that error 64 was displayed prior to the system shutting down. Additional information was received. It was reported that this issue had occurred multiple times. The rep confirmed that the screens blacked out and indicated that technical services (ts) suspected it was a data issue rather than power. Ts's professional opinion at the time was that the computers could not handle all the programs running at the same time. However, it was also noted that while it had been communicated to the site that the system needed to stay plugged in to the wall power, they are not always able to do so.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 product ID: 9736411, lot number: unknown product ID: 9735764, lot number: unknown h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0902: display or visual feedback problem is applicable to the site observed the screen going black. Code a0719: unexpected shutdown is applicable to the unit shutdown. Code a1102: application program problem is applicable to the error 64 screen pop up. Code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Code g02007: computer hardware is applicable to the solid state drive (ssd) and computer. Code g02008: computer software is applicable to the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) the 9735764 (lot number: 2217f01286) computer was returned to the manufacturer for evaluation. It was reported that the computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network was set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1 a os ssd was also loaded into computer and did not indicate any "error 64" message, and did boot to login screen after several attempts. The computer was fully functional. There were no failures found. The 9736411 (lot number: s5j0ns0na00241k) solid state drive (ssd) was returned to the manufacturer for evaluation. It was reported that an error code 64 has been verified in the historical data by running journalctl -p err / grep 64 in the linux terminal. The logs did not indicate a fault of the ssd, but it did identify repeated failures during usb device enumeration observed across all four usb ports. This indicated a persistent usb connectivity issue that impacted device detection and communication, with no fault identified for the ssd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d9 for additional information. H3,h6: the computer, lot number: 1936c01628, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, there was no fault found. The computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports- digital visual interface (dvi), high-definition multimedia interface (hdmi) and displayport (dp) functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.